Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the water chamber, the latch has been coming apart in the middle of use and loosing pressure. There is no allegation of serious or permanent harm or injury. Patient states they've been diagnosed with acute obstructive sleep apnea completing 2 sleep studies. Patient states they were hospitalized for acute diarrhea and dehydration and was discharged from the hospital (B)(6) 2023. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.